Event description:
It was reported that the device was explanted after an implant duration of approximately 50.83 months. On 09/02/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to valve deterioration. It was also noted that the patient had aortic stenosis. No other details were provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.